Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the "cassette was not attached" error during testing. This alarm event pauses the delivery of the pump until the error is addressed. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Visual and functional testing was performed. The reported complaint of cassette not attaching error, cannot be confirmed through, 50ml test and occlusion test. Upon further investigation, found downstream occlusion (dso) seal delaminated. The downstream occlusion (dso) seal was replaced. Review of event log found no relevant information. Review of service history found no relevant information. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.